Event description:
It was reported that a remote transmission revealed that a patient notifier alert had been delivered for high, out of range, high voltage lead impedance in the svc-can vector. The impedance measurements had been elevated since implant. Changing the shock vector resolved the issue. The asymptomatic patient will be monitored.

Manufacturer narrative:
(B)(4).